Event description:
It was reported that a shocking or jolting sensation had been occurring for 1 week. The shocking occurred at the implantable neurostimulator (ins) site a couple of times during the day. It also happened during the report. The ins was used "24/7" and the patient hadn't been back to the doctor since the implant. It was also stated that the lead wires were extremely close to the surface of the skin. It was unclear if this was a change since implant. The patient was considering having the device explanted because of the shocking and the fear of shocking occurring again. No falls or trauma in association with the shocking was reported. It was stated that palpation and movement/positional changes didn't cause the shocking. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v118064, implanted: (B)(6) 2009, product type: lead; product ID: 3888-45, lot# v273726, implanted: (B)(6) 2009, product type: lead; product ID: 3888-45, lot# v174131, implanted: (B)(6) 2009, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).